Manufacturer narrative:
Additional information in h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) was "not attached" to the patient line of an amia cassette and was "loose" in the packaging. This was observed before use for peritoneal dialysis therapy. The patient was able to complete therapy with a new set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.